Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: problem summary : pi 2675284 advanced exchange - cloudy. Technician notes : external repair passed for shipping. Repair details: pi2675284. Fault reported by the customer: blurry. Faults found: as per reported, poor image quality send to henke for inspection / repair. Probable root cause: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error . The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image during procedure.